Manufacturer narrative:
Patient weight not available from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the position of the imaging system and navigation system was tested. It was noted that a full verification was conducted on the left hand side tracker and the accuracy was noted to be sufficient. The imaging system then passed the system checkout and was found to be fully functional. MDR 1723170-2021-00448 submission documents the medtronic navigation system used in the procedure. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a transforaminal lumbar interbody fusion (tlif). It was reported that c-arm imaging found that the second (l5) of three screws (l4, l5 and s1) had breached the disc space. Due to the screw being located in the disc space, the surgeon revised the screw. It was noted that a passive planar ball probe, universal drill guide (udg) and navigated motorized surgical assistance tool were used in the pedicle prep and screw placement and that no additional navigated instrumentation was used. When the procedure had concluded, it was reported that there were no complications to the patient and that there was no delay to the procedure due to the reported issue. However, it was later reported that the patient had passed away while in the post-anesthesia care unit (pacu). No allegation that the passing was related to the screw placement. Additionally, the cause of death was noted to be unknown.

Manufacturer narrative:
H3) the logs for the imaging system were returned to the manufacturer for evaluation. However, analysis found that the logs contained insufficient information to determine the relationship of the software to the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.